Event description:
Caller reports patient tested 5.7 inr on the coaguchek xs system and 3.7 inr and 3.0 inr on two other coaguchek xs systems. Patient received unspecified treatment based on 3.0 inr result. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
Caller is unsure which system produced 5.7 inr result. (B)(4).